Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with alarms was confirmed and reproduced during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries were replaced to correct the reported condition. The user interface module master software version for this device is 5.09.90. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of excessive alarms. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the central processing department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.